Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurs, no image is displayed, and cable is leaking. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, noise occurs, and no image is displayed, and cable is leaking. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head presented a broken cable. There were no reports of patient harm.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer's investigation and correction. Updated fields: b5, h2, h6, h11. Corrected fields: b11 removed from type of investigation coding and d15 added to investigation conclusions. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented a broken cable. There were no reports of patient harm.